Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken spatula. The tip of the spatula broke off approximately 0.05" from the base of the spatula and the broken piece was returned. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula broke off inside the patient. The surgeon was able to retrieve the fragment and continued the procedure which was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved under direct visualization. All fragments were retrieved in an endocatch bag. The surgeon was unsure what caused the instrument to break or caused the fragment falling issue as the instrument was inserted under visualization in robot. The instrument was inspected prior to use and there was no damage. The issue occurred while inserting the instrument. Surgeon noticed the physical damage just before cauterizing, so the instrument was not used. The instrument did not collide with any other instrument or encounter any hard material. The instrument was removed after noticing the broken fragment and there was no resistance. After removal they noticed the tip was broken. There was no patient injury or adverse event.